Manufacturer narrative:
Additional information was added to d9, h3, h4, h6 and h10. H10: the device was received for evaluation. Visual inspection using the naked eye did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed which revealed a leak coming out at the multirate control module housing. The cause of leak may potentially be related to manufacturing. Due to the nature of the returned sample, a functional testing could not be performed to verify the underinfusion report. A nonconformance has been opened to address the leak issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a lv (large volume) multirate infusor under infused; further described as the pump did not finish on time and it had 30-40 ml residual volume remaining at the end of the expected infusion time. This was identified during a patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available..